Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which warranted antibiotic therapy. The pdrn attributed causality to the patient¿s reuse of a ¿single use¿ drain line, in addition to the patient¿s non-compliance with handwashing standards. Per the pdrn, the events are unrelated to the utilization of any fresenius product(s) and/or device(s). Gram-negative serratia marcescens is commonly found in water and soil. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction was associated with the events. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient reported having a bacteria growth called serratia marcescens. During follow up, the patient mentioned that the serratia marcescens grew out of their affluent that was in their f1. The bathtub was never cultured, and the patient had seen mold on the bathtub drain and believed it came from there. The patient was never hospitalized and was given antibiotics and recovered. Upon follow up with the peritoneal dialysis registered nurse (pdrn), the pdrn confirmed the patient was diagnosed with peritonitis on (B)(6) 2022 (cell count unavailable). The patient¿s peritonitis was treated as an outpatient with intraperitoneal (ip) fortaz 1000 mg daily x 21 days with good effect. The pdrn confirmed the patient initially presented at the outpatient clinic with abdominal pain and cloudy peritoneal effluent fluid, both of which have subsided. The pdrn stated the patient¿s last dose of fortaz was completed on (B)(6) 2022, and the patient has fully recovered from the events. The pdrn confirmed causality was attributed to the patient¿s lack of proper hand hygiene, combined with the patient¿s reuse of a ¿single use¿ drain line. The pdrn stated the patient continues to utilize the same liberty select cycler, and confirmed the serious adverse events were unrelated to a fresenius device(s), drug(s) and/or product(s). Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient reported having a bacteria growth called serratia marcescens. During follow up, the patient mentioned that the serratia marcescens grew out of their affluent that was in their f1. The bathtub was never cultured, and the patient had seen mold on the bathtub drain and believed it came from there. The patient was never hospitalized and was given antibiotics and recovered. Upon follow up with the peritoneal dialysis registered nurse (pdrn), the pdrn confirmed the patient was diagnosed with peritonitis on (B)(6) 2022 (cell count unavailable). The patient¿s peritonitis was treated as an outpatient with intraperitoneal (ip) fortaz 1000 mg daily x 21 days with good effect. The pdrn confirmed the patient initially presented at the outpatient clinic with abdominal pain and cloudy peritoneal effluent fluid, both of which have subsided. The pdrn stated the patient¿s last dose of fortaz was completed on (B)(6) 2022, and the patient has fully recovered from the events. The pdrn confirmed causality was attributed to the patient¿s lack of proper hand hygiene, combined with the patient¿s reuse of a ¿single use¿ drain line. The pdrn stated the patient continues to utilize the same liberty select cycler, and confirmed the serious adverse events were unrelated to a fresenius device(s), drug(s) and/or product(s). Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for three (3) months prior to the event date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements, and the lots met all specifications for release. Based in the complaint description and information provided the reported peritonitis was attributed to the patient¿s lack of proper hand hygiene, combined with the patient¿s reuse of a ¿single use¿ drain line. The alleged event is confirmed since the incident was caused by the user. The cause of the reported event of peritonitis was attributed non-adherence to aseptic technique during ccpd therapy. There is no allegation of cassette malfunction. In addition, was review the user guide p/n 480145 and states as a warning before starting and at the ending of treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿ also on step 8 (ending treatment) states clearly the steps for an aseptic disconnection. A DHR review was performed for the potential related lots and there were no non-conformances, deviations or any associated rework related with the alleged failure mode during the assembly of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. As per the follow up information received, the incident is attributed to end user error.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient reported having a bacteria growth called serratia marcescens. During follow up, the patient mentioned that the serratia marcescens grew out of their affluent that was in their f1. The bathtub was never cultured, and the patient had seen mold on the bathtub drain and believed it came from there. The patient was never hospitalized and was given antibiotics and recovered. Upon follow up with the peritoneal dialysis registered nurse (pdrn), the pdrn confirmed the patient was diagnosed with peritonitis on (B)(6) 2022 (cell count unavailable). The patient¿s peritonitis was treated as an outpatient with intraperitoneal (ip) fortaz 1000 mg daily x 21 days with good effect. The pdrn confirmed the patient initially presented at the outpatient clinic with abdominal pain and cloudy peritoneal effluent fluid, both of which have subsided. The pdrn stated the patient¿s last dose of fortaz was completed on (B)(6) 2022, and the patient has fully recovered from the events. The pdrn confirmed causality was attributed to the patient¿s lack of proper hand hygiene, combined with the patient¿s reuse of a ¿single use¿ drain line. The pdrn stated the patient continues to utilize the same liberty select cycler, and confirmed the serious adverse events were unrelated to a fresenius device(s), drug(s) and/or product(s). Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. Based in the complaint description and information provided the reported peritonitis was attributed to the patient¿s lack of proper hand hygiene, combined with the patient¿s reuse of a ¿single use¿ drain line. The alleged event is confirmed since the incident was caused by the user. The cause of the reported event of peritonitis was attributed non-adherence to aseptic technique during ccpd therapy. There is no allegation of cassette malfunction. In addition, was review the user guide p/n 480145 and states as a warning before starting and at the ending of treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿ also on step 8 (ending treatment) states clearly the steps for an aseptic disconnection. A DHR review was performed for the potential related lots and there were no non-conformances, deviations or any associated rework related with the alleged failure mode during the assembly of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient reported having a bacteria growth called serratia marcescens. During follow up, the patient mentioned that the serratia marcescens grew out of their affluent that was in their f1. The bathtub was never cultured, and the patient had seen mold on the bathtub drain and believed it came from there. The patient was never hospitalized and was given antibiotics and recovered. Upon follow up with the peritoneal dialysis registered nurse (pdrn), the pdrn confirmed the patient was diagnosed with peritonitis on (B)(6) 2022 (cell count unavailable). The patient¿s peritonitis was treated as an outpatient with intraperitoneal (ip) fortaz 1000 mg daily x 21 days with good effect. The pdrn confirmed the patient initially presented at the outpatient clinic with abdominal pain and cloudy peritoneal effluent fluid, both of which have subsided. The pdrn stated the patient¿s last dose of fortaz was completed on (B)(6) 2022, and the patient has fully recovered from the events. The pdrn confirmed causality was attributed to the patient¿s lack of proper hand hygiene, combined with the patient¿s reuse of a ¿single use¿ drain line. The pdrn stated the patient continues to utilize the same liberty select cycler, and confirmed the serious adverse events were unrelated to a fresenius device(s), drug(s) and/or product(s). Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient reported having a bacteria growth called serratia marcescens. During follow up, the patient mentioned that the serratia marcescens grew out of their affluent that was in their f1. The bathtub was never cultured, and the patient had seen mold on the bathtub drain and believed it came from there. The patient was never hospitalized and was given antibiotics and recovered. Upon follow up with the peritoneal dialysis registered nurse (pdrn), the pdrn confirmed the patient was diagnosed with peritonitis on (B)(6) 2022 (cell count unavailable). The patient¿s peritonitis was treated as an outpatient with intraperitoneal (ip) fortaz 1000 mg daily x 21 days with good effect. The pdrn confirmed the patient initially presented at the outpatient clinic with abdominal pain and cloudy peritoneal effluent fluid, both of which have subsided. The pdrn stated the patient¿s last dose of fortaz was completed on (B)(6) 2022, and the patient has fully recovered from the events. The pdrn confirmed causality was attributed to the patient¿s lack of proper hand hygiene, combined with the patient¿s reuse of a ¿single use¿ drain line. The pdrn stated the patient continues to utilize the same liberty select cycler, and confirmed the serious adverse events were unrelated to a fresenius device(s), drug(s) and/or product(s). Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.